Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (esu/erbe) involved with this complaint and completed the device evaluation. Failure analysis investigation could not be reproduced the customer reported complaint. The erbe energized and cauterized and all ports recognized instruments.

Manufacturer narrative:
Based on the claim against the product by the customer noting energy issues, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following: the erbe was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup generator. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the integrated electrosurgical unit (iesu/erbe) energy was having issue, it was back firing/ continuous firing. The customer switched to other energy device. Intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and confirmed error m-19 on the erbe. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.